Event description:
From the (B)(6) pharmacy. The phaseal optima vial protector did not inflate; air could not be added to the vial. We had it happen twice ¿ once was on (B)(6) with a kadcyla. It would not allow diluent in for reconstitution. The second was a cisplatin that wouldn't allow air in. We didn't try to pull back against the negative pressure. Patient code: 4582. Device codes: 2991; 2588; 2338. Reference report: mw5172856.